Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 300mg/dl and went from 200mg/dl to 40mg/dl. Customer stated that she was supposed to have blood glucose value was 180mg/dl. Insulin pump will not be returned for analysis.